Event description:
Information recorded from the article ajnr am j neuroradial 33:1436-46 published in september 2012. During a retrospective study involving 251 aneurysms treated with peds in 191 consecutive patients, one patient died due to a thrombus formation, two patients developed ipsilateral remote intraparenchymal hematomas, one patient had a subarachnoid hemorrhage, one patient had dysphasia, and twenty-eight patients were presented with a vision abnormality.

Manufacturer narrative:
The devices involved in the events will not be returned for evaluation as they were implanted in the patients.(B)(4).